Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combi sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility charge nurse (cn) reported that a hemodialysis (hd) patient experienced a loss of blood when the venous chamber of the combiset bloodlines clotted. The event occurred midway through the patient¿s treatment. The cn stated there were high venous pressure alarms that occurred leading up to the event. There were no issues with the machine, as it alarmed appropriately. The cn confirmed the system was primed correctly and all connections were tight. Additionally, the patient received their normal dose of heparin. There were no visible defects noted with the combiset, or with the dialyzer. The patient¿s blood was unable to be returned. Estimated blood loss (ebl) due to the event was 250 ml. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Event description:
A user facility charge nurse (cn) reported that a hemodialysis (hd) patient experienced a loss of blood when the venous chamber of the combiset bloodlines clotted. The event occurred midway through the patient¿s treatment. The cn stated there were high venous pressure alarms that occurred leading up to the event. There were no issues with the machine, as it alarmed appropriately. The cn confirmed the system was primed correctly and all connections were tight. Additionally, the patient received their normal dose of heparin. There were no visible defects noted with the combiset, or with the dialyzer. The patient¿s blood was unable to be returned. Estimated blood loss (ebl) due to the event was 250 ml. The patient was able to complete their treatment after being re-setup with new supplies on the same machine. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.